Event description:
Mother called to report that a pen needle broke off the hub when giving her daughter her nightly injection on (B)(6) 2021. She was able to retrieve the needle out of her daughter's arm without having to go to hospital or doctor.